Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis manifested by abdominal pain and cloudy pd effluent. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. Three days after event onset, the patient began treatment with vancomycin injection (1gm, intraperitoneal, once daily, ongoing) for peritonitis. Pd therapy was ongoing. At the time of this report, the patient was recovering from the event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b5: upon follow-up, it was reported that antibiotic treatment was discontinued. At the time of this report, the patient recovered from peritonitis, abdominal pain, and cloudy pd effluent. Should additional relevant information become available, a supplemental report will be submitted.